Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed out-of-range pacing impedance and out-of-range rv defibrillation coil impedance and the patient experienced inappropriate therapy. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.